Event description:
It was reported the pt had fallen, and had an increased recharge burden. An x-ray was performed which did not reveal any anomalies. The sjm rep met with the pt and determined the system was otherwise functioning properly. F/u identified the physician replaced the ipg due to the increased recharge burden. It was reported the pt received effective stimulation and coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.